Event description:
It was reported that there was clotting in the patient's oxygenator during support. The oxygenator was exchanged. No adverse events were reported for the patient. The patient suffered an acute myocardial infarction prior to placement on tandemlife devices, resulting in cardiogenic shock. The patient had a pre-existing left ventricular thrombus and had a percutaneous coronary intervention of 3 coronary vessels, a thrombectomy and also had a percutaneous mechanical circulatory support device placed. After those procedures, the patient remained in cardiogenic shock and support was initiated with the tandemheart device. The other device remained in place and support continued along with the tandemheart device support. The patient was on anticoagulation at the time. The site staff did not record the oxygenator serial numbers and did not return the device for evaluation. No additional or relevant information has been received to date.